Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was difficult to press. The customer needed to press the wake button with force before the pump screen turned on. Customer¿s blood glucose was 392 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.